Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The product was returned opened but unused in the original sterile packaging. Visual examination of the returned product/provided pictures confirmed a flaky white debris on the tubing of the device. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection; therefore, the packaging does not meet the acceptable criteria. Review of the device history record identified no deviations or anomalies during manufacturing. The reported event is confirmed. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(6). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6) g2 country: japan.

Event description:
It was reported that during surgery the device had foreign substances which looked like white powder inside the sterile tray when the nurse opened the package. There was no patient involvement but it is unknown if there was any surgical delay. Due diligence is complete and there is no additional information available.